Event description:
The customer contact reported no flow. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, it was reported that the tubing set did not flow. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.